Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the device broke upon insertion. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment confirmed the eyelet portion of the anchor has broken off and was not returned for examination. The threaded portion of the anchor is damaged, this likely happened during removal from insertion site. The hex portion of the inserter was dimensionally inspected and found to meet print specification. The condition of the anchor is consistent with improper site preparation or excessive torque being applied during insertion. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).